Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient experienced hyperglycemia due to adhesive issue event on (B)(6) 2026 tape not sticking and infusion set fell off from the site and hyperglycemia was treated with bolus.